Manufacturer narrative:
Other relevant device(s) are: etlw1616c124e sn (B)(4), use by date: 2015-07-15, UDI # (B)(4), etlw1613c156e sn (B)(4), use by date: 2018-07-03, UDI # (B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an 80mm diameter abdominal aortic aneurysm . It was reported that the patient presented emergently with right lower quadrant pain. A CT was performed and showed a rupture of the right common iliac artery. The physician stated that there was a disunion type iii endoleak of the right iliac limb. The patient was obese, unstable and coded. The patient was brought to the operating room for emergency surgery. The physician proceeded to cut down on the vessel and sewed a conduit on to the femoral artery and then advanced a wire up into the limb and then into the main body. After confirming the wire was in place the physician placed a 16/16/156 endurant limb and this successfully resolved the event. The physician stated that the cause of the event was due disease progression where the common iliac had enlarged. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.